Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy for a super ventricular tachycardia. Reprogramming was recommended.